Event description:
It was reported that there was the inability to aspirate the side port and catheter access port (cap). A contrast study had occurred. The catheter was explanted on (B)(6) 2013 and disposed. The issue was resolved without sequela. However, the patient was unsatisfied with their plan of care and pain level which resulted in the lack of therapeutic effect. The patient requested the pump be filled with saline. Therapy was suspended and saline was placed in the pump.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the device system was used to deliver sufentanil, prialt and bupivicaine.